Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed that white foreign material came out of the device; however, the white residue could not be analyzed, and the root cause could not be identified. A definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during the device evaluation, the gastrointestinal videoscope exhibited white residue in the air/water channel and the auxiliary channel. There was no patient involvement.